Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pulsatile flow from the marker lumen can be affected by numerous factors including, but not limited to: manufacturing, patient anatomical condition, or user technique. With respect to manufacturing, to help ensure this type of experience is not a result of a potential product related deficiency, each device is visually inspected and tested during the manufacturing process to ensure lumen marking. A sampling of each lot is destructively tested to assure product quality. With respect to anatomical conditions of the patient, low blood pressure, a blood clot, a small vessel diameter and tissue interference may cause poor blood flow. In this case, it was reported that the access site was not calcified and the target groin had not been previously accessed and was not scarred. However, the report received indicates that the marker lumen was blocked with a blood clot. With regards to user technique, the marker port not being in the arterial lumen, or the marker port not placed against the patient artery may also cause a slow blood flow through the marker lumen. No information in regards to the user technique was provided. As it was discarded by the account, the product was not returned for analysis, which may have assisted in the investigation. Therefore, a conclusive cause for the reported no pulsatile flow from the marker lumen, could not be determined. However, based on the information the user provided, the marker lumen was blocked with a blood clot. A review of the device history record did not reveal any relevant non-conforming material records (ncmr) related to this lot. A review of the complaint handling database for lot 020196h was performed, but did not reveal any related incidents reported for this lot.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery (rcfa), using a proglide device, following a percutaneous coronary interventional procedure of the left anterior descending artery. Reportedly, after the physician advanced the device into the artery pulsatile flow exiting the marker lumen could not be observed. The device was removed from the patient and was flushed with normal saline. It was found that the marker lumen was blocked with a blood clot. Another proglide was successfully used to achieve hemostasis. A 6fr sheath was used during vessel closure and the index procedure. The physician was reportedly in-training in the use of the proglide device. The patient did not experience any adverse sequela. Though requested, no additional information was provided.